Event description:
Option study: it was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). On (B)(6) 2022, 479 days post procedure, the patient reported to the hospital with transient diplopia lasting 10 to 15 minutes. A computed tomography scan and transesophageal echocardiogram were performed which revealed no ischemic stroke or cranial bleeding. The patient underwent neurological assessment and was diagnosed with tia which resolved the same day. The following day the patient was discharged.